Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that patient factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
According to the field clinical specialist (fcs), approximately 7 years and 4 months following a transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, a 75-year-old male patient presented with dyspnea and heart failure. Due to severe aortic stenosis, evidenced by a mean gradient of 50 mmhg, the patient underwent a valve-in-valve intervention (surplus procedure), which was successfully performed. Per medical record review, approximately 7 years and 4 months later, the patient underwent open surgical deployment of a 29mm sapien 3 ultra resilia (s3ur) valve as a valve-in-valve procedure within the existing 29mm s3 valve. This was performed under direct vision following excision of the tavr valve leaflets, as preoperative CT imaging had demonstrated that a percutaneous valve-in-valve tavr would result in sequestration of the left and right coronary arteries. Intraoperative inspection of the s3 valve revealed heavy calcification on the left and right cusps. The valve-in-valve procedure was successfully completed with commissural alignment of the s3ur valve within the s3 valve.